Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported he was having problems with his patient programmer (pp) and it would not shut off this morning. He had another pp that seemed to be working. There was a poor communication screen on the pp. Unplugging the antenna and syncing it with the implantable neurostimulator (ins) did not resolve the issue. His pp would not shut off the ins the morning of the report. He was having problems turning the ins on/off. The pp would not do telemetry with or without the antenna attached, although it was also reported he had to use the antenna to activate. The ins was cranked up high, but was unstable. He had to turn it off before a walk. He finally had it shut off. The patient stated "they replaced this one not sure how long ago." It was unknown for how long the issue had been happening. The therapy was for treating anxiety, stress, bad depression and memory was not there at the time of report. There was a lot of leg discomfort. The indication for therapy was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.